Event description:
Caller reported a malfunction on the pump, with the screen not turning on initially, but it displayed after being plugged into a power source. There was no adverse impact to the customer¿s blood glucose level. The customer will use a backup insulin pump to ensure continuous insulin delivery and will receive a replacement pump with updated software. Customer acknowledged all instructions given by technical support.